Event description:
It was reported that the ventilator had a low peep (positive end expiratory pressure) in MRI environment. The ventilator generated technical error code indicating power error. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported alarms for low peep. The reported technical error code indicating power error occurred during troubleshooting. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).